Event description:
During instrument installation the manual mode probe leaked fluid on the new install coulter lh 780 hematology analyzer. The field service engineer (fse) was wearing a lab coat and gloves. There was no exposure to skin, eyes, open lesions or mucous membranes. The fse did not seek medical attention. There was no death or injury associated with this event. There was no effect to the patient or to the user.

Manufacturer narrative:
The fse replaced the diluter 1 card and verified the instrument. The root cause for this event was the diluter 1 card.